Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.bjj.boneandjoint.org.UK/content/82-b/7/952.full.pdf+html. (B)(4). The device was not returned for review, therefore its condition cannot be described. The DHR could not be reviewed as the item/lot numbers are unknown. The device was used in treatment. No applicable patient history is available for review. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. As the implant was initially stable for a period of time until the patient jumped from a ledge and landed on the operative side, it appears that this patient injury is the primary cause of the mechanical failure of the stem.

Event description:
It is reported that 1 stem was revised due to mechanical loosening due to inadequate fixation. The initially stable implant at 6 months became loose when the patient jumped three feet from a step and landed on the operative limb.